Event description:
It was reported that an ilet user experienced fluctuating blood glucose with lows especially at night and highs after meals, associated with not making meal announcements. The user reported a low of 46 mg/dl and a current glucose of 222 mg/dl, uses an inset 32-inch infusion set. The user was educated on making timely meal announcements and was assigned for additional training. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose to treat low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue related to not announcing meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.